Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump display went black without an alert or alarm and shut completely off. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.